Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 d9 g3 g6 h2 h6 h11 visual examination of the returned product and the provided photographs found long strand of hair-like debris seen inside of the cavity but outside of the inner pouch. Review of the device history records identified no deviations or anomalies during manufacturing. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The condition of the device when it left zimmer biomet control is considered non-conforming to specification. The root cause of the reported event can be attributed to a manufacturing issue. This complaint was confirmed by evaluation of the provided photos and returned product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when inspecting the product, they identified a hair in the package.there is no additional information available at the time of this report.